Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. A manufacturing device history record review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received to perform an investigation. Visual and functional testing were performed. A visual inspection showed the top case was cracked and chipped by the left and right bottom comers, the tube holder was cracked and had visible contamination, the bottom case lining was missing, and by the l bracket pole clamp was cracked. A review of the event history log identified positive supply background test error in the history. Functional testing was performed using the power up process and was unable to duplicate the problem. The intermittence of the customer's reported problem can be attributed contamination and corrosion found on the main board. The root cause of the issue was customer induced via fluid ingression into the main body of the pump as a result of cracking in the top case that was customer induced via the use of disinfectants that attacked the top case plastic and / or significant impact to the device. Replaced main board and interconnect due to contamination and performed preventative maintenance and functional test which passed.

Event description:
It was reported that the pump exhibited a positive supply background test. No patient injury was reported.